Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field. Customer also stated that insulin pump received motor position encoder error alert. No harm requiring medical intervention was reported. The device will be returned for analysis.